Event description:
The user facility reported that the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention, and no adverse consequences.